Event description:
It was reported the patient will have his artificial urinary sphincter revised due to recurring incontinence. No further patient complications were reported in relation to this event. Additional information received states the artificial urinary sphincter (aus) device was explanted. A new aus device consisting of a 4.5cm cuff, a 61-70 cm h2o balloon and a pump, was implanted.